Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 19.5mmol/l. The customer tried different sets or cannula lengths. The customer stated that insulin is not expired or denatured and sites are rotated. The customer stated that tubing is not bent or kinked. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump passed the displacement, prime, and excessive no delivery tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.